Event description:
Customer reported that they were unable to properly separate the pads from the liner during a rescue. Once pads were removed, the conductive wiring was exposed. The pads were not used since customer was concerned that they might cause harm to the operator and the patient. The patient died.

Manufacturer narrative:
The suspect pads used in this rescue were not returned to cardiac science corporation. The customer reported that the pads had been discarded. They were unable to provide lot number/expiration information. The customer believes the problem was most likely caused by the user's failure to properly remove the pads from the liner since the pads looked very worn or chewed up around the edges.